Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their device hasn't worked in about two years and they'd like to connect with a mdt rep to have it restarted again. Pt explained that they were supposed to meet with a rep a couple times in the past and drove two hours to chicago for an appointment and the rep didn't show up. Ps reviewed information and emailed field rep for visibility. On (B)(6) 2021, the pt mentioned being in extreme pain because their device is "not working at all" and needs to be "started back up". On 2021-08-04, additional information received. Rep reported overdischarge device. Physician reset battery however is eri and will need replacement very soon. On 2021 sept-02, additional information was received from the patient reporting that the cause of the patient¿s device needing a restart and not working for two years was the patient was admitted to the hospital for more than a week and it wouldn¿t start afterwards. The patient indicated actions taken to resolve the reported issues was they attempted to have a rep restart it, but one was a no show and the others never got back to the patient. It was indicated that their device had been restarted but does not last long. They indicated that they were scheduled to have the battery replaced next month.